Event description:
It was reported that the patient underwent full revision the generator was replaced prophylactically and the lead was replaced due to lead discontinuity. The facility at which the patient was ex-planted is a no return site and it was stated that the lead was destroyed during the explanation. No other relevant information has been received to date.

Event description:
Information received that the high impedance was found during a following up appointment.